Event description:
A falsely low advia centaur cp bnp result was obtained on a pt sample. The customer repeated the testing since the previous results were elevated. The repeat result was reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced the aspirate probes and the wash block 1. Calibration was performed and was successful. The cause for the discordant bnp result is unk. The instrument is performing within specifications. No further evaluation of the device is required.